Event description:
It was reported that the pump critical alarm was sounding. The pump was supposed to have been filled on (B)(6) 2013; the low reservoir alarm was set to 1 or 2 cc. The patient was getting 1000 mcg/day of 2000 mcg/ml lioresal, so it was felt that the pump was probably empty with the flow rate of 0.5 ml/day. The patient had an appointment scheduled for later in the day on (B)(6) 2013, but the patient came in early. The physician thought he was nervous. The patient was asymptomatic. The physician planned to refill the pump. The physician was considering resetting the low reservoir alarm to 3 cc, so there would then be 6 days between the low reservoir alarm and an empty reservoir. It was later reported that there was confusion regarding the pump refill date. The pump ran out of lioresal; the patient had no adverse effects.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8591-38, lot# d17878, implanted: (B)(6) 2012, product type: accessory. (B)(4).